Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted an inner deformed coil, however no fractures were observed. Resistance tests were completed to assess lead electrical integrity and performance. Measurements throughout these tests were within normal limits; again indicating no fractures were evident. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during the attempted implant of this lead, the physician reported the lead had fractured. The lead was removed and replaced in absence of adverse patient effects and is intended to be returned for analysis.